Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and ovarian cystectomy ('right ovarian cystectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headache"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (d & c and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia and urinary tract infection outcome was unknown and the ovarian cystectomy, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, migraine, headache and weight decreased had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, ovarian cystectomy, pelvic pain, urinary tract infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015, 2013. Pelvic/abdominal pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping): received treatment for pain. Received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Received treatment for migration: yes. Received treatment for perforation? Yes. Bladder/urinary problems: uti:received treatment for bladder/urinary problems? Yes. Received treatment for other injuries/symptoms.? Yes: other injuries/symptoms: migraine, headaches, weight loss, other" please describe: right ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: not provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, migration, perforation: fallopian tubes, bladder/urinary problems: uti, other injuries/symptoms: migraine, headaches, weight loss, right ovarian cystectomy were added. Outcome for pain and other injuries/symptoms were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), device expulsion ('migration of essure device location of device: up to uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia)'), pelvic pain ('pelvic pain female, pain'), dyspareunia ('dyspareunia (painful sexual intercourse)'), dysmenorrhoea ('dysmenorrhea (cramping)'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), adnexa uteri pain ('right adnexal tenderness'), ovarian cyst ('right ovarian cystectomy, left ovarian cystectomy') and adnexa uteri cyst ('tumor/ teratoma/ cancer type ;- cyst') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: imitrex and depo provera. In 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criteria medically significant and intervention required), adnexa uteri cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti, infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("other injuries/symptoms: migraine, migraines / headaches"), headache ("other injuries/symptoms: headache") and fallopian tube spasm ("tubes spazeminy gave muscle relaxers") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (bilateral salpingectomy with essure coil removal, bilateral salpingectomy with essure coil removal; d&c and cystectomy. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, adnexa uteri pain, adnexa uteri cyst, urinary tract infection and fallopian tube spasm outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, ovarian cyst, abdominal pain, migraine, headache and weight decreased had resolved. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015, 2013 pelvic/abdominal pain ,dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping): received treatment for pain received treatment for bleeding: menorrhagia (heavy menstrual bleeding) received treatment for migration: yes received treatment for perforation? Yes bladder/urinary problems: uti:received treatment for bladder/urinary problems? Yes received treatment for other injuries/symptoms.? Yes: other injuries/symptoms: migraine, headaches, weight loss, other" please describe: right ovarian cystectomy, discrepancy note :- essure confirmation test :- not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on (B)(6) 2015: not provided. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received reporter information was added. New event added vaginal bleeding, partial expulsion of device, adnexal tenderness on right, dysfunctional uterine bleeding, cyst, tubes spazeminy gave muscle relaxers. Severity added pelvic pain, historical drug and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.